Event description:
The customer stated that the architect analyzer generated step loss error 5900 on the r1 syringe motor with a strong burning smell. The customer found a large amount of buffer crystals in the r1 syringe pump bay. The customer saw no signs of smoke or charring. Abbott csc instructed the customer to power off the module. When the abbott technical rep inspected the r1 syringe there was evidence of leaking. The leak ended up on the r1 syringe circuit board which showed charring. There was no personal injury, impact to patient management, or facility damage reported.

Manufacturer narrative:
Combined initial and final report. (B)(4). The customer observed a burning smell coming from the r1 syringe area of i2000sr serial number (B)(4). The i2000sr analyzer also generated error code 5900, step loss detected on r1 pipettor syringe motor. The abbott technical service specialist (tss) found a used leaking syringe had damaged the circuit board on the syringe and had blown the f6 fuse. The tss replaced the syringe and the f6 fuse which corrected the issue. The customer was referred to the architect operators manual to perform the scheduled maintenance, to visually check their system for leaks while performing system flushes, and to troubleshoot and diagnose error codes. A review of complaints found an increase in tickets with syringe replacements, but did not identify an increase for leaking syringes causing smoking/burning damage. A review of service history on serial number (B)(4) found no additional complaints for a similar issue. The complaint information did not reasonably suggest a malfunction caused this issue and there was no systemic product deficiency identified during this investigation, therefore, no further actions are required.